Event description:
This 45-yr-old female underwent left total mastectomy on 11/2/94 for breast cancer, and placement of a co expander (600 cc fill volume) on the same date as immediate reconstruction. She underwent filling of the expander in the physician's office, and by mid-december 1994, had complete filling of the expander. On 1/18/95, she visited her physician when she noted a lessening of the fill in the expander approx 1 week ago. The physician assessed an obvious deflation of approx half the volume which had previously been present in the expander. She was scheduled for removal of the failed expander and replacement with a new expander for breast reconstruction on 1/20/95 as a day surgery procedure. During the surgical procedure, the surgeon observed the expander had adhered in several areas and was removed with digital manipulation and then the expander was removed. Upon removal the surgeon noted a pinhole in the expander in the upper pole region. The pocket contained some clear fluid which was likely the saline that had leaked from the expander. Once the area was completely evaluated, a new co biospan anatomical expander was placed.